Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported having a return of symptoms and not being able to feel stim, so they wanted to change programs. They didn't think the ins was working because they couldn't feel stim. During call, they used the patient programmer and showed currently on program 1. They increased to 8.5 and didn't feel stim. They decreased to 0.0 and switched to program 2 at 1.2 where they felt stim comfortably sitting, standing and walking. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who has worked through all of their programs and was just placed on program 4 by their healthcare provider (hcp) the day prior to the report (patient was on program 3). The patient is still going to the bathroom frequently and is now going too frequently on program 4. They are still going to the bathroom every 1.5 hours, and is wondering if the settings are too low. During the call, the patient's settings were checked and increased to 1.0v; they were feeling stimulation fine. As a result of what was reported, the patient was advised to monitor their symptoms and give the new settings time; they were also redirected to their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the couple of days prior to report they hadn't been getting relief and they were going to the bathroom more frequently. The patient reported they had to pee 2x in an hour and felt the urgency again. Patient was able to sync with their patient programmer and increase stimulation from 1.2 to 1.5v, where they reported they felt it in the correct area. Patient reported they could feel the implant and called it the main bump, but then said they felt another mushy bump located on their lower spine to the left and down from the main bump and that it felt weird and rubbery. The patient stated there was a suture in it that came out. Patient reported they had an appointment with their healthcare provider on (B)(6). The patient reported this was a sudden return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that a while ago the manufacturer representative helped the patient change to program 2 at 1.0v, but they feel like it has not worked for them; it feels like it is worst. They did not remember when the change was made, but they thought it was recently. It was noted that they wanted to change to another program. They were assisted with switching to program 3 at 0.7v where they felt comfortable stimulation in the correct area. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they tried all 4 programs and nothing was helping. Patient stated they have increased the stimulation in each program as well. Moreover, when they increase stimulation they had to use bathroom more. Patient also reported this had been going on since implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient stated that after she increased stimulation to 1.6 v yesterday, (B)(6) 2018, she felt she had to go to the bathroom more. Patient decreased stim back down to 1.3 v and stated she is feeling "less pressure" on her bladder. Patient was currently feeling stim in the correct bike seat area. It was recommended the patient monitor symptoms and contact doctor regarding symptoms if she does not see improvement; next appointment is (B)(6) 2018. No further complications were reported or anticipated.